Event description:
Heating pad was returned to retailer without any details being provided.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided.